Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Four batteries were returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Batteries (B)(4) performed per specification at bench level; devices passed visual examination and functional testing. Testing of battery (B)(4) was not conducted as testing and investigation of similar battery performance issues was investigated within a CAPA and corrective actions were implemented to address batteries with faulty cells. However, log file analysis revealed this battery was connected after the loss of power to the controller. The confirmed loss of power is most likely due to this battery with a faulty cell being the only battery attached to the controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2014-00555 and 3007042319-2015-01345) submitted for devices related to the same event. Not returned.

Event description:
Approximately seven months post hvad implantation, the site reported that the patient experienced a power source change in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary review of the log files revealed that the patient had experienced a loss of power on the reported event date.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.